Event description:
The customer stated that his meter is not operating. He stated that he is seeing some funny led display. A review of the system was conducted over the phone. This review indicated that segments were missing from the display. The customer was asked to return the meter for further eval and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.